Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed unexpected restart alarm and battery out limit alarm. Customer's blood glucose was unknown. Customer mentioned the buttons were unresponsive. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump passed the off no power, self test, unexpected restart, and displacement tests. No unexpected restart or battery out limit alarms were noted. The pump alarmed compromised force sensor resistor during the prime test due to moisture damage on the force sensor resistor. A corroded motor assembly was noted during visual inspection. Unable to complete functional testing due to the compromised force sensor system alarm. The pump was received with a cracked case on the display window corners, minor scratches on the lcd window, and a cracked reservoir tube lip. All buttons functioned properly during testing. No damage were noted on the keypad traces during visual inspection.